Manufacturer narrative:
The device was explanted due to aortic stenosis and insufficiency with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although the root cause of this event cannot be conclusively determined, it appears that the patient's stenosis and insufficiency was caused by calcification of the valve. No further actions are possible with the available information.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately nine (9) years and eleven (11) months, was explanted due to severe aortic valve stenosis and insufficiency. It was identified, through review of source documentation provided, that there was calcification of the valve. The device was replaced with another edwards bioprosthetic valve. There were no operative complications reported.